Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported a myopic shift after a glaucoma filtration device was implanted.

Manufacturer narrative:
No sample has been returned for evaluation for the report of myopic shift; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Insufficient information (e.g., type of surgical procedure - combined cataract or standalone; intraoperative complications; postoperative conditions or events that could have contributed to the complaint) is provided to perform a detailed evaluation of the case. There is no mention of system failure. Possible root cause is that anterior chamber shallowing, which may result in a refractive change, is an established risk associated with use of the system that is clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).